Event description:
The customer reported a high pitch noise from the monitor cart. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and retapped the input transformer for correct input voltage. System operates as intended. (B) (4).